Manufacturer narrative:
Concomitant product: tem1208gr progrip rt tem/pla12x8 cm (lot# sta1948x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced pain and hernia. Post-operative patient treatment included revision surgery.